Event description:
During set up of the multi-patient disposable set for the medrad injector, the vent cap fell off, which could have caused the contrast to leak had it happened during a case. Unit was taken down and a new one from the same lot was used and worked fine.